Manufacturer narrative:
Report source: this complaint was reported via medwatch# (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the regulatory body (rb) regarding a patient implanted with a rod in a posterior spinal fusion procedure for an unknown spinal indication. It was reported that under fluoroscopy imaging, pin from the rod was in the patient and had been pushed through the back and into the chest cavity. The ortho team attempted to pull and retrieve the pin but were unsuccessful. The ortho team went ahead and finished their procedure and closed the patient. The patient was repositioned supine, reintubated, and the general surgery team performed the additional unplanned thoracoscopic procedure to remove the pin. The patient also had an unplanned transfer to the picu. It is unknown if there were any patient symptoms. No further complications were reported/ anticipated.